Manufacturer narrative:
This report is submitted on april 10, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced infection and break down of the skin flap at the magnet site and was treated with oral antibiotics (date not reported). The patient underwent revision surgery on (B)(6) 2017, to revise skin flap and re-position the receiver-stimulator and continued to remain on oral antibiotics. Re-implantation in the contralateral ear is planned; however, it is unknown if this has occurred as of the date of this report. The patient is being clinically managed.